Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified intermittent malfunction alarms occurred. The customer restarted the pump and successfully resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.